Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the distal obtuse marginal (om)-right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated and the device did not pass through a previously deployed stent. It was reported that the stent failed to cross the lesion as there was a small tight curve in the vessel. A buddy wire and two other wires were passed to assist with passing the lesion. The lesion was ballooned and an attempt was made to pass the stent again however a dislodgement occurred in the guide. The balloon was inflated in the dislodged stent and everything was pulled out in the guide catheter. The patient was reported to be alive with no further injury.